Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that during use of the pegasus yel 24ga x 0.75in prn-cap y "the nursehead claimed that the catheter leaked at the position near to the catheter hub during transfusion after the penetration. It's noticed that the catheter was broken after it's removed."

Manufacturer narrative:
Investigation: after reviewing the DHR, no abnormality was found in incoming inspection, in-process and out-going inspection. A 24g y type product sample was returned without unit package. Bd was able to verify the reported issue, it was observed that the catheter leaked near the catheter hub. When inspected under a microscope it was found the catheter was broken in the middle of the catheter. The break may come from the raw material. We have instituted an additional random leakage testing and added extra inspection in the in-process control.

Event description:
It was reported that during use of the pegasus yel 24ga x 0.75in prn-cap y "the nursehead claimed that the catheter leaked at the position near to the catheter hub during transfusion after the penetration. It's noticed that the catheter was broken after it's removed."